Event description:
It is reported that during the operation, the pt's greater trochanter from the femur was fractured.

Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.